Event description:
It was reported that during a mammectomy procedure, that an error 5 occurred. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the blade was torqued onto the handpiece and cracked during functional testing giving an error code 5. Further analysis was performed and the most likely cause of the fractures in the blade was excessive damage or grind marks at the high stress region along the edge of the blade. These imperfections created a surface that increased the likelihood of fatigue crack initiation. The blades that had a higher level of imperfection on the edge will have a greater chance of a fatigue crack developing, causing the blade to fracture. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.